Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. On (B)(6) 2023, it was reported that the patient experienced a car accident when suffering a hypoglycemic event while driving his car. The patient stated that the low alert was sent to 70 mg/dl but had never sounded at the time of the event. The patient lost consciousness while driving and had an accident. The patient sustained multiple injuries due to the accident and was brought to the hospital by an ambulance. The patient was hospitalized for a total 19 days. The report declined to provide further information regarding the suffered injuries and required treatment, and multiple attempts to contact the patient were unsuccessful. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.